Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the super arrow-flex ('saf') sheath into the patient's femoral artery. The iab was advanced into the saf sheath and became stuck. As a result, the iab and the saf sheath were removed as one unit. The md requested another iab for insertion. Reference MDR #1219856-2010-00055 for the second event involving the same patient.